Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "discrepant results." Customer reported that they are witnessing discrepant results for vibrio while running the extended enteric bacterial panel assay. The customer run database was provided to bd service specialists and quality for further analysis. This analysis revealed reader normalization ratios which are out of specification. A bd field service (fse) was dispatched to the customer site where they performed re-normalization of both readers. Instrument performance was qualified following repair and was confirmed to be operational to bd specifications. This complaint is confirmed by service & quality. The root cause was traced to an operational failure of the readers due to a drift in the normalization ratios. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed normalization ratios not in specification for the readers. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. The following fields have been updated with corrected information: b5: it was reported that while using bd max¿ system, bd max¿ instrument, a discrepant vibrio result was obtained. No report of adverse or injury.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, a discrepant vibrio result was obtained. No report of adverse or injury.

Manufacturer narrative:
D2: common device name: instrumentation for clinical multiplex test systems. G5: PMA/510(k)#: one additional code applies; k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, a false positive result was obtained. No report of adverse or injury.